Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 70 mg/dl. Advised replacement of the insulin pump. Nothing further reported.